Event description:
There have been multiple online reports regarding issues with dexcom's g7 continuous glucose monitoring (cgm) sensor. Users have noted a significantly higher rate of sensor failures, particularly in recent months. In many cases, dexcom responds by sending replacement sensors; however, some users report that these replacements also fail. A commonly cited cause is that the sensor wire bends during insertion and does not properly enter the skin, leading to sensor failure. This issue has reportedly resulted in unnecessary sensor removals and reinsertions, which can be uncomfortable or painful, especially due to the removal of adhesive pads. Based on widespread social media posts, it appears that dexcom is aware of the problem. Some users speculate that the issue may be related to recent changes in manufacturing or to a known but unresolved defect. There is concern that appropriate corrective actions or process improvements have not yet been implemented to reduce the occurrence of these failures. In my own experience, I have been using the g7 sensor for the past seven months and have observed a noticeable increase in failures since april. I experienced four sensor failures in a row before deciding to formally report the issue, which suggests a potential quality consistency problem across several units. Refer to additional documents in i2k.